Event description:
It was reported that the customer was hospitalized due to dehydration. The customer's blood glucose reading was 151 mg/dl. It was stated that the insulin pump was alarming low reservoir. The hospital staff removed the battery, and misplaced the battery cap. Advised the caller that a battery cap would be shipped. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.